Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a vacuum loss during the bed cut of lasik flap creation. A new patient interface was exchanged and the surgeon did the bed and side cut again. The surgery was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The sample was returned for evaluation. The failure analysis of the returned patient interface shows the reported problem cannot be reproduced. No deviation of docking or other issues can be detected. No problem with the patient interface was found. The most possible root cause is user handling during the docking process and a movement of the patients eye. The manufacturer internal reference number is: (B)(4).